Event description:
The product was tested prior to implantation and did not show good flow of liquid through the device. The device was implanted and showed no flow of cerebrospinal fluid. The device was removed and replaced with a different size device from the same product family.